Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the infusion set and cartridge multiple times. Occlusion was resolved. Customer's blood glucose (bg) was 500 mg/dl and due to occlusions, customer did not think insulin was being delivered and multiple boluses were delivered to address elevated bg. Subsequently, bg lowered (35 mg/dl). Juice was consumed to address low bg.